Manufacturer narrative:
Concomitant medical products: ddmc3d1 implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained tachycardia episodes and high sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.